Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 47 mg/dl. Treated with carbohydrate. Customer was declined for troubleshooting. Customer did not use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.